Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. Customer reports no patient information available. Unique identifier:(B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.